Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. The entire system was explanted. No adverse patient effects have been reported.

Manufacturer narrative:
At this time the product has not been returned to boston scientific crm. Due to the nature of this event, no analysis will be performed should the product be returned. There is no additional information available. If further information becomes available this event will be reopened.